Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the cable of the permanent cautery spatula was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow up and obtained additional information on 02-nov-2021. The customer confirmed the instrument was inspected prior to use and there was no damage noted. The instrument broke during a hysterectomy procedure and the customer noted that no instrument collisions occurred. The surgeon swapped to a back-up instrument of the same type and proceeded with the case as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument associated with this complaint and completed the investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable. The broken pitch cable was at the distal clevis hub and the broken segment that contains the crimp was still installed in the clevis. Fa concluded the root cause of this issue is attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Also, a review of the instrument log for the pcs associated with this event has been performed. Per logs, the pcs was last used on (B)(6) 2019 on system (B)(4). The instrument had 4 lives remaining. A review of the site's complaint history was completed and no additional complaints related to this product were identified. No image or procedure video was provided for review. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.